Event description:
A (B)(6) male pt, called zoll customer support to report that one of the pt's batteries was not holding a charge. The pt was provided with a replacement battery.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery will not hold charge) has been confirmed. As received, the battery pack would not charge when put into a charger, nor would it power up a monitor. The root cause of the defective battery pack was liquid contamination. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.